Event description:
Customer responded to a patient in an asystole condition. The defibrillator rebooted itself when connected to the patient while attempting to pace. Patient expired. Based on asystole condition of the patient upon arrival, customer stated the device did not cause or contribute to patient outcome. Service representative was able to duplicate the reported condition. Device repaired and proper operation was confirmed.